Manufacturer narrative:
The e801 analyzer serial number was (B)(6). Sample material was requested for investigation.

Event description:
We received an allegation of questionable positive results for 2 patient samples tested for elecsys toxo igm (toxo igm) on a cobas e 801 analytical unit. "Patient 3" initial result was 2.47 coi (positive). The repeat result was 2.55 coi (positive). On (B)(6) 2026, "patient 2" result was 1.01 coi (positive). The repeat result was 1.02 coi (positive). On (B)(6) 2026, the sample was tested with an unspecified enzyme-linked immunosorbent assay (elisa) with a result of 0.09 index (negative). The negative result was believed to be correct.